Event description:
It was reported that the small volume intermate had a crack. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the quantity of the affected product was two (2), previously submitted as one (1). H4: the lot was manufactured from november 17, 2021 - november 18, 2021. H10: two (2) actual samples were received for evaluation. Visual inspection was performed on the two samples using the naked eye which observed that the blue could cap was separated from their housing. No signs of malformed and crack from the housing. The reported condition was not verified in the two samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.